Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of pca module was not reading the volume correctly was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during syringe volume detection accuracy, the pca modules were observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the pcas are performing as designed and passed all accuracy measurements. A review of pcas error logs showed no errors related to the reported incident. No infusions were recorded on the suspect devices the day of the reported event. On august 14, 2025, at 4:15 pm, the last infusion recorded with the suspect pca s/n 16333013 was programmed with a rate of 999ml/h and vtbi (volume to be infused) of 2ml. On august 8, 2025, at 10:13 am, the last infusion recorded with the suspect pca s/n 16332991 was programmed with a rate of 2 ml/h and vtbi of 29.15ml. On july 13, 2025, at 1:34 pm, the last infusion recorded with the suspect pca s/n 16332539 was programmed with a rate of 175ml/h and vtbi of 1.5ml. On june 27, 2025, at 6:57 pm, the last infusion recorded with the suspect pca s/n 16332361 was programmed with a rate of 175ml/h and vtbi of 1ml. Syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report ¿pca module was not reading the volume of a 50ml syringe correctly¿ was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pca module was not reading the volume of a 50ml syringe correctly. Per report, the device detected the volume as 49ml. Bd received additional information. It was reported that the user placed a new 50ml pre-filled syringe in the pca pump then selected ¿bd syringe 50ml,¿ but the device allegedly does not detect the volume as 50ml. The customer stated that "sometimes it reads 46.8ml, 48.6ml, 49ml; this is prior to priming through the pump." The customer's biomed contacted bd technical support and followed the recommended steps, but they were still unable to get the device read the correct volume. The clinician demonstrated to their colleague the programming for hydromorphone and morphine and the pump reportedly consistently read as 49.4ml instead of 50ml. The customer states that they are using "bd 50ml syringe." There was patient involvement, but no harm. Further information provided by the customer: it was reported that the facility uses "pre-filled hydromorphone and morphine" syringes that "come from 503b vendors", using 50ml bd syringes. It was noted that when these syringes are placed on the pca module, the syringes were noted to have an air bubble. The workflow steps were as follows: hydromorphone 50ml syringe (lot#10148078) loaded into alaris pca; user selected 50 ml bd syringe; programmed script and prior to priming, vtbi read 49.4ml. Morphine 50ml syringe (lot#10148182) loaded into alaris pca; user selected 50 ml bd syringe; programmed script and prior to priming, vtbi read 50.8ml. When the user reloaded the same hydromorphone syringe back into the pump and followed the same steps, the vtbi read 50ml. The customer provided photos of the pre-filled syringes. The syringes have labels around the syringe barrel from the compounding pharmacy that supplies these pre-filled syringes to the facility. The photos also show the air bubbles within the pre-filled syringes. Bd received additional information on 28 august 2025. It was reported that the pre-filled syringes being used on pca pumps have the following sku/ref number: fagron (external compounding pharmacy vendor) uses bd 50ml leur lock syringes, sku/ref 309653 (compatible with alaris pca pump). Quva (external compounding pharmacy vendor) uses bd 50ml syringes, sku/ref 309680 (not compatible with alaris pca pump).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pca module was not reading the volume of a 50ml syringe correctly. Per report, the device detected the volume as 49ml. Bd received additional information. It was reported that the user placed a new 50ml pre-filled syringe in the pca pump then selected ¿bd syringe 50ml,¿ but the device allegedly does not detect the volume as 50ml. The customer stated that "sometimes it reads 46.8ml, 48.6ml, 49ml; this is prior to priming through the pump." The customer's biomed contacted bd technical support and followed the recommended steps, but they were still unable to get the device read the correct volume. The clinician demonstrated to their colleague the programming for hydromorphone and morphine and the pump reportedly consistently read as 49.4ml instead of 50ml. The customer states that they are using "bd 50ml syringe." There was patient involvement, but no harm. Further information provided by the customer: it was reported that the facility uses "pre-filled hydromorphone and morphine" syringes that "come from 503b vendors", using 50ml bd syringes. It was noted that when these syringes are placed on the pca module, the syringes were noted to have an air bubble. The workflow steps were as follows: hydromorphone 50ml syringe (lot#10148078) loaded into alaris pca; user selected 50 ml bd syringe; programmed script and prior to priming, vtbi read 49.4ml. Morphine 50ml syringe (lot#10148182) loaded into alaris pca; user selected 50 ml bd syringe; programmed script and prior to priming, vtbi read 50.8ml. When the user reloaded the same hydromorphone syringe back into the pump and followed the same steps, the vtbi read 50ml. The customer provided photos of the pre-filled syringes. The syringes have labels around the syringe barrel from the compounding pharmacy that supplies these pre-filled syringes to the facility. The photos also show the air bubbles within the pre-filled syringes. Bd received additional information on 28 august 2025. It was reported that the pre-filled syringes being used on pca pumps have the following sku/ref number: fagron (external compounding pharmacy vendor) uses bd 50ml leur lock syringes, sku/ref 309653 (compatible with alaris pca pump). Quva (external compounding pharmacy vendor) uses bd 50ml syringes, sku/ref 309680 (not compatible with alaris pca pump).